Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7070370/ 7070364/ 7075436.

Event description:
It was reported that patient had an infection at the ipg site. Symptom of drainage was noted, and it was unknown if patient was placed on antibiotics. The physician believed that the cause of infection was unknown. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.